Event description:
It was reported that the pump and catheter were removed due to infection. Specific pt symptoms were not provided. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.